Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: sn (B)(6) has burning smell to it.